Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) therapy reported she had peritonitis the first week of november. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The patient reported she was not hospitalized and received antibiotic treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The patient had a pd culture obtained which grew the bacteria streptococcus mitis. The patient was treated with intra-peritoneal (ip antibiotic therapy with vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. The patient has recovered and is completing pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique as the patient was not wearing a mask during the pd procedure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the bacteria streptococcus mitis which is found in the oropharynx of humans. Based on the reported information, the patient¿s peritonitis was associated with a breach in aseptic technique during the pd exchange as the patient was not wearing a mask for the pd procedure.

Event description:
On 29/nov/2023, this patient on peritoneal dialysis (pd) therapy reported she had peritonitis the first week of november. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The patient reported she was not hospitalized and received antibiotic treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The patient had a pd culture obtained which grew the bacteria streptococcus mitis. The patient was treated with intra-peritoneal (ip antibiotic therapy with vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. The patient has recovered and is completing pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique as the patient was not wearing a mask during the pd procedure.